Event description:
The door reportedly opened under pressure. No injuries were reported.

Manufacturer narrative:
Based on the information gathered from a review of the returned unit, the door on this unit did not open while the chamber was pressurized but did malfunction in that the door opened fully at the beginning of the drying phase giving the impression that it opened under pressure. Evaluation findings: the only notable damage on this unit is to the plastic door cover and latch handle. Some of the damage to these plastic parts appears to be a result of chemical degradation from the use of cleaners. The trays and tray rack were not returned with the unit. Labeling on the back of the unit indicates the unit was serviced (B)(4) 2006, by (B)(6). This is the only labeling on the unit indicating service so it isn't known if this was the last time the unit was serviced. The top cover stem block (B)(4), has been installed upside down on this unit causing interference with the inside door cover. This most likely occurred when the unit was serviced because this part gets removed when the top cover is removed. Two of the top cover mounting screws also hold this steam block on and there is nothing, other than the interference with the inside door cover, to prevent the part from being installed incorrectly. This interference makes the door harder to close and will cause the door to pop open with additional force when the pulse solenoid releases the door latch at the end of the vent phase. There is substantial deformation of the secondary door stops on the door latch bars further indicating that the door was hitting the secondary stop with excessive force when the door opened. The door safety switch was fully functional on this unit and the door stop pin on the door hinge though slightly deformed was still intact. Both door latch pins are still well engaged when the door safety switch trips making it unlikely that the door opened with the chamber pressurized. Based on the condition of this unit the evidence does not support the claim that the door opened with the chamber pressurized. There is however evidence that the door latch pins had been hitting the secondary stops with excessive force when the door opened for the drying phase of the cycle. This was caused largely by the incorrect assembly of the top cover steam block. Because of the deformation and wear on the latch bars it is highly likely that the door opened at the beginning of the drying phase with enough force that it swung past the secondary door stops to a fully open or nearly fully open position giving the impression that it blew open while still pressurized. The door may have hit some obstruction causing some of the damage to the plastic covers. However, as we know from previous testing, had the door actually blown open while the chamber was pressurized the door stop pin would have been sheared off and the unit would most likely have fallen off the counter. The condition of the feet on the tray rack would have provided additional information but they couldn't be evaluated since the rack wasn't returned. Based on the information derived from this review of the returned unit, it is my professional opinion that the door on this unit did not open while the chamber was pressurized but did malfunction in that the door probably opened fully at the beginning of the drying phase giving the impression that it opened under pressure.